Manufacturer narrative:
The fse evaluated the device on site. It was determined that this was a malfunction of the therapy port and cable collar for which the customer ordered parts for replacement. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the therapy port and cable collar. The reported problem was confirmed. The customer ordered the therapy port and cable collar to resolve the issue. It has been concluded that no further action is required at this time.

Event description:
It was reported to philips that the device's paddle cable was in poor condition. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.